Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date as no information was provided.

Event description:
It was reported that balloon rupture occurred. A 6.0 x20, 135cm charger balloon catheter was advanced for dilatation. However, the balloon burst before reaching the maximum burst pressure. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first day of the month of the bsc aware date as no information was provided. Device evaluated by MFR.: charger 6.0 x20, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 18 atmospheres for 30 seconds using digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 18 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 18 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. D4 updated based on the product returned. 1. Lot number updated from unknown to 27857725.

Event description:
It was reported that balloon rupture occurred. A 6.0 x20, 135cm charger balloon catheter was advanced for dilatation. However, the balloon burst before reaching the maximum burst pressure. There were no patient complications reported. It was further reported that the balloon ruptured during initial inflation. The device was removed intact, and the procedure was completed with another balloon. The patient condition was good post-procedure.